Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a fiber looking substance attached to the lens that the surgeon could not remove. The lens was inserted and immediately removed. Another lens (same model and diopter) was implanted as a replacement. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: through follow-up additional information was received. The patient''s date of birth and confirmation that there was no incision enlargement, unplanned sutures, or vitrectomy required. Section d10: device available for evaluation? Yes. Returned to manufacturer on: 1/17/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: a specimen cup with a wet gauze and a cut lens was received. The gauze was observed under microscope but no fiber looking substance was observed. The lens was received cut in three pieces attached to the cup walls. It was observed under microscope but no fiber like a substance was observed in any part of the lens. The inside of the specimen cup was observed also under microscope but no fiber like a substance was observed. The complaint could not be verified. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.